Event description:
Asr revision; asr xl acetabular system - left; reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision . Asr xl acetabular system - left. Reason(s) for revision: alval / soft tissue reaction. Update: received clinical trial document which confirms that it was a clinical trial, revision date (B)(6) 2012 not (B)(6) 2012, additional hospital and different lot no for taper sleeve of 2642719 not 2642718 as well as showing that the stem remained in situ and confirming revision took place do to mom reaction which was reported (B)(6) 2008. (B)(4). Dob: (B)(6) 1964. Update - filed in mw fields, amended revision date, added manufacturing dates, amended lot number for sleeve. Taken from claimsuite dated 22nd august 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.